Event description:
The patient reported that over a time period of 30 minutes, he inserted 4 power packs into his infusion device and all of them would begin the start up and then would die. The patient is currently in the hospital for an amputation. The patient stated that he had an infection which lead to the amputation. The patient was able to insert a power pack and return the device to run mode without any problems. The patient reported that his blood glucose value is currently 400 mg/dl the pt has had insulin injections administered to reduce his blood glucose values. The patient stated that his blood glucose values are high due to the amputation. In 2006, the patient reported that his blood glucose value was 347 mg/dl and that he was attempting to administer a bolus but was receiving a 04 (occlusion) alarm. During troubleshooting, it was determined that the patient needed to change his insulin cartridge. The patient changed the cartridge and was able to successfuly administer a bolus. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.